Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported a rhd negative result of a patient sample when tested with erytype s abd+rev.a1, b in tango optimo. The customer stated that patient was typed as rhd positive in 2009. The customer did neither return the supposedly defective product nor the patient sample that had caused the false negative test result. Therefore our quality control laboratory tested their retained sample of erytype s abd+rev.a1,b with different donor samples. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of erytype s abd+rev.a1,b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango optimo was inspected by our field service engineer with no indication for a malfunction. The device is operating within its specifications.